Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the laser flex tubes have an issue because the end of the tube is not removable and cannot fit through the standard laryngoscope used at the facility. There was no patient involvement.